Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the needle of an ophthalmic sutures from the same batch were not sharp. The surgery was completed on the same day. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.